Manufacturer narrative:
Additional information: the lens was explanted on (B)(6) 2015 and exchanged for a smaller lens. This resolved the problem. (B)(4). Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the optic torn/split and the haptic torn/broken. Dimensional inspection found lens measurements within specifications. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -08.50/+1.50/x008. Device evaluated by manufacturer?: no. Lens remains implanted. Event problem and evaluation codes: (B)(4). Evaluation method: lens work order search. Evaluation results: a lens work order search revealed there were no similar complaints within the work order. Evaluation conclusion code(s): based on the complaint history, work order search, a specific root cause of the event could not be determined. (B)(4). Lens remains implanted.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2, -08.50/+1.50/x008 diopter implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. Excessive vault and moving pupil was noted on (B)(6) 2015. The lens remains implanted and the patient is being monitored. Patient's last visit on (B)(6) 2015, ucva was 20/20. See MFR# 2023826-2015-01686 for left eye.